Event description:
Lens was inserted into patient's eye and didn't fit. The incision was enlarged and lens removed. A new lens was implanted. Due to the secondary intervention and MDR is being submitted. Patient is doing well.

Manufacturer narrative:
The information received from the distributor stated, the lens was to be returned to manufacturer. To date, no lens has been received. The purpose for the MDR report is due to a secondary surgical intervention of incision enlarged to remove the lens. There was no defect with the lens. It was not suitable for the patient.